Manufacturer narrative:
Batch review performed on 08 february 2024: lot 1900723: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The post screw had backed out of the poly. At 3 years and 8 months post primary (gmk hinge implanted during primary), the surgeon revised the patient by replacing the screw and the poly. The surgery was completed successfully.

Manufacturer narrative:
During a random MDR check conducted on october 3, 2024, some errors were noticed. A follow-up is being initiated to correct them. Date received by manufacturer 06-feb-2024 (it was inserted on (B)(6) 2024); m. Us contact (it was inserted m. Au contact); k number (it was inserted in device bla field).